Event description:
The user facility reported that the device broke in the case. When removing the wire, the tip broke off in the patient, and they could not retrieve it. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention.